Event description:
A customer in (B)(6) notified biomérieux of false negative cefoxitin screen (oxsf) results when testing a patient staphyloccus aureus isolate (patient 4) with the vitek® 2 ast p657 test kit (ref 422072, lot 8071016403). Initial testing obtained negative results for the cefoxitin screen (susceptible). The customer performed pbp2a testing and the isolate tested (B)(6) for (B)(6). There is no indication or report from the laboratory that the initial discrepant identification led to any adverse event related to any patient's state of health. The customer used a young culture (~ 6 hours) for the initial testing instead of the required 18 - 24 hours, per the package insert. This is considered to be off-label use as the instructions listed in the package insert were not followed. Additionally, the customer cleans the dispensette by flushing it with 70% alcohol, aquadest, and finally nacl 0.45%. The only validated method of sanitization for the dispensette is by autoclaving. The use of alcohol, bleach or other chemical agent to disinfect the saline dispenser can lead to poor growth in the vitek® 2 card, which can lead to false susceptibility. Test results for patient 4 are as follows: patient 4 initial (6 hour culture), cefoxitin screen = neg, oxacillin = 0.5 (susceptible). Patient 4 retest 1 (24 hour culture with fresh saline, no dispensette used), cefoxitin screen = neg, oxacillin = <= 0.25 s. Pbp2a = pos. For patient 4, when the customer followed the instructions as written in the package insert, the false negative cefoxitin screen results were repeated. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in the (B)(6) regarding false negative cefoxitin screen (oxsf) results when testing a staphylococcus aureus patient isolate with the vitek® 2 ast p657 test kit (ref 422072, lot 8071016403). The customer performed pbp2a testing and obtained a positive result for (B)(6). Biomérieux investigation was conducted. *note: customer troubleshooting revealed vitek 2 testing is being conducted at six (6) hours of incubation as opposed to 18-24 hours as required in the instructions for use. Additionally, customer does not sterilize their dispensette via autoclave as required in the instructions for use. Organism identification was confirmed to staphylococcus aureus via vitek 2 gp ID test kit (ref. 21342, lot 2420864203). Ast testing of the patient strain included the following: - pcr meca/mecc was positive for mrsa. - agar dilution (ad), reference method used for oxacillin (ox) development of formulation ox101n contained on the ast-p657 test kit, obtained ox mic = 2 mg/l (susceptible). - kirby-bauer cefoxitin (fox kb), reference method used in development for cefoxitin screen test obtained a result of 18mm (resistant). No colonies were observed in the zone of inhibition. - vitek 2 ast-p657 (customer lot and random lot): ox mic <= 0.25 mg/l (susceptible) and oxsf test negative, with "acquired penicillinase" phenotype, on both lots. The vitek 2 ox value is an essential agreement error compared to the reference ad mic without any category error. The negative oxsf test is not correlated with the disc diffusion result (fox kb resistant). Study of the growth in the oxsf wells demonstrated a very late growth of the strain in the wells, explaining the negative results. Such late growth remains atypical for a (B)(6) strain. Growth in the pc well can also be considered as atypical due to the growth profile. Ast-p657 lot #8071016403 met final qc release criteria. This lot passed qc performance testing. No ncmrs were written against the lot. Ncmrs were reviewed for the last 13 months (23sep18 - 23oct19). No ncmrs were written for the ast- p657 card. Conclusions: - the customer's false negative oxsf test results are reproduced during the investigation on ast-p657 card. - the non-detection of the "modification of pbp (meca)" phenotype is due to the false negative oxsf results. - those negative oxsf tests results are explained by the late and atypical growth of the strain in the oxsf wells.